Event description:
Pt had intrathecal baclofen pump implanted on 04/05/1996, physician learned of pt's death at home; occurred approximately on 04/25/1998. Death is not thought to be associated with the use or function of the baclofen pump. Last refill and pump programming: 02/26/1998. (Alarm date: 5/3/98) child was found expired by parents- believed to have died due to seizure during the night.